Event description:
It was reported that the user experienced recurrent morning hypoglycemia while using the ilet, with blood glucose values of approximately 69 mg/dl, 65 mg/dl, and 52 mg/dl on separate mornings, each preceded by sweating and treated with oral glucose tablets and soda per the 15-minute recheck guidance, after which glucose trended up and stabilized. Symptoms included sweating consistent with hypoglycemia. Outcomes included transient low glucose that resolved with oral carbohydrate without hospitalization. Investigation included customer support troubleshooting and user education on the low-glucose treatment algorithm, along with scheduling additional training with a clinical support specialist to review algorithm steps and morning patterns. Investigation of this case revealed that the device function could not be implicated based on available information and that the cause of the morning hypoglycemia remained unclear. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.